Event description:
Report alleges that within one year pt developed encapsulation in their right breast requiring closed capsulotomy and three years later a second one was performed. Pt complains that the right is re-encapsulating and possibly more ptotic but pt denies history of trauma and complains of some local discomfort. The pt also complains of systemic problems including myalgias of the shoulder area which pt believes are related to their job. Pt also complains of some "thigh dysesthesias on the right breast" intermittently, also related some mild dizziness on occasion but "ros" is otherwise negative. Pt desires removal because of increasing age and concern with breast cancer diagnostic delay. Pt is otherwise healthy.